Manufacturer narrative:
The t:slim x2 basal iq user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer slept through an auto-off alarm. The safety feature was set to 7 hours but customer sleeps 8 hours and slept through the auto-off alarm. Customer adjusted the auto-off alarm safety feature and increased alarm volume to address the issue. Customer's blood glucose at the time of event was 169 mg/dl.